Manufacturer narrative:
Blank display due to corroded battery tube and battery cap contact.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to get the display to return and was advised to call back after pump rest if the issue persisted. During a follow up call, the customer reported that the display had not returned. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.